Manufacturer narrative:
The customer reported they questioned the initial patient results believing it should have been lower. The patient sample was serum. Specific sample collection device and centrifugation information was not supplied. Qc was performing within the established ranges. System check data was not supplied. A field applications specialist was dispatched to the customer's site and noted that the reagent packs were not properly stored. Packs were being stored on their sides and some of the pack reagents were sticking to the top of the pack and were not being mixed appropriately prior to running patient samples. The field applications specialist helped the customer understand how improper storage of reagent packs can create a situation where erroneous results could be generated. Bci service was on site on (B)(4) 2011. The field service engineer (fse) did not repair hardware but verified that the instrument was performing within the published performance specifications. A definitive root cause for this event was not determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously high troponin (accutni) result, above the ami cutoff, generated by access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Subsequent testing produced a result within the normal reference range. The customer did not receive any reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.